Manufacturer narrative:
Investigation: one sample was submitted for quality investigation. The customer complaint of foreign matter - dirt was verified by visual inspection. The sample submitted was a new and unopened infusion set. There was no damage to the infusion set packaging. Further inspection indicates that the drip chamber spike and cap had foreign matter clearly visible. The infusion set was then taken out of the packaging and the spike cap was removed in attempt to gather a sample of the foreign matter on the spike, however, when removing the spike cap, the foreign mater was not located on the drip chamber spike, and only on the drip chamber spike cap. Again the foreign matter was attempted to be gathered for further examination, however, it was determined that the foreign matter was embedded in the safety cap body and therefore identification of the foreign matter could not be done. A device history record review for model 2426-0007 lot number 21119552 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that the foreign matter was introduced into the cap spike cap construction during its manufacturing. This foreign matter is consistent with a similar issue that was investigated by the supplier. The foreign matter is degraded plastic material that is embedded during the injection molding process. The supplier states that the issue is a cosmetic issue that can happen during the manufacturing process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter - dirt with lot #21119552 regarding item #2426-0007.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced foreign matter in the fluid path. The following information was provided by the initial reporter: I have an unopened primary tubing set that looks like there is dirt or some other substance from the manufacturing process around the spike.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced foreign matter in the fluid path. The following information was provided by the initial reporter: I have an unopened primary tubing set that looks like there is dirt or some other substance from the manufacturing process around the spike.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced foreign matter in the fluid path. The following information was provided by the initial reporter: I have an unopened primary tubing set that looks like there is dirt or some other substance from the manufacturing process around the spike.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-mar-2022. H.6. Investigation: one sample was submitted for quality investigation. The customer complaint of foreign matter - dirt was verified by visual inspection. The sample submitted was a new and unopened infusion set. There was no damage to the infusion set packaging. Further inspection indicates that the drip chamber spike and cap had foreign matter clearly visible. The infusion set was then taken out of the packaging and the spike cap was removed in attempt to gather a sample of the foreign matter on the spike, however, when removing the spike cap, the foreign mater was not located on the drip chamber spike, and only on the drip chamber spike cap. Again the foreign matter was attempted to be gathered for further examination, however, it was determined that the foreign matter was embedded in the safety cap body and therefore identification of the foreign matter could not be done. A device history record review for model 2426-0007 lot number 21119552 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that the foreign matter was introduced into the cap spike cap construction during its manufacturing. This foreign matter is consistent with a similar issue that was investigated. The foreign matter is grease used during the molding process of the components and can make its way on to the surfaces of the spike of the drip chamber along with the drip chamber cover. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter - dirt with lot #21119552 regarding item #2426-0007. H3 other text : see h.10.